Manufacturer narrative:
This report is filed (B)(4) 2015.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The issue could not be resolved and the device was explanted on (B)(6) 2015. The patient was reimplanted during the same surgery.

Manufacturer narrative:
(B)(4)